Event description:
The customer reported that the device failed to shock.

Manufacturer narrative:
The customer reported that the device failed to shock. The unit was evaluated at phillips and the symptom was verified. Replacing the therapy pca resolved the reported issue.